Manufacturer narrative:
Review of the additional information received shows that there is now information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. In response to the inquiry for if the cause of the loss of stimulation been determined and if so what the cause was, the patient replied ¿yes,¿ and that the cause was ¿high settings, age of leads and battery model.¿ in response to the inquiry for if the cause of the patient¿s not being able connect was determined and what most likely caused or contributed to this issue, the patient replied ¿no,¿ and ¿end of service.¿ in response to the inquiry for what steps were or will be taken to resolve the issue, the patient replied ¿surgery to implant new leads and updated battery that is MRI compatible.¿ no further complications were reported at this time.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that about 1-2 weeks ago they noticed a gradual return of symptoms and a loss of stimulation. When they went to check their device and make an adjustment they could not connect and received a call doctor screen. The patient confirmed this was a por (power on reset) code. The patient confirmed they had not had any medical tests or procedures done or been around any machinery. Patient services reviewed info and redirected the patient to their healthcare professional to check the device and clear the message.